Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient didn´t experienced any symptoms. The patient mentions hypoglycemia unawareness. The continuous glucose monitoring (cgm) was reading 60 mg/dl and the low alert value was set to 80 mg/dl. The patient was treated with the help of a family member with an unspecified glucose solution. There was no documentation of medical intervention. At the time of the report, the patient's condition was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.